Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmissions showed that the implantable cardiac monitor (icm) exhibited under sensing . No intervention was reported. The patient was in stable condition.